Event description:
It was reported that during a sigmoid colon resection the device did not close the first stage for the staple. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? If no, did the device cut the tissue? Was there a patient consequence? If yes, how was the issue addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2025 additional information was requested, and the following was obtained: 1. Were any staples delivered into the tissue at all? 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 3. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? 4. If no, did the device cut the tissue? 5. Was there a patient consequence? If yes, how was the issue addressed? We have not received any further responses from the customer on the topic.

Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch #331d61. Corrected data d4: UDI#. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 331d61, and no non-conformances were identified.